Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that for about 40 minutes during a hysterectomy when the device was cutting and then the inner knife blade could not retract, leaving the jaws open, the blade exposed and protrude beyond the edge of the jaws after approximately 25 minutes of the surgery when applied to the uterus/cervix tubes. Another device was opened and used to finish the case. There was no patient injury.